Event description:
In 2009, the patient reported that her blood glucose measured 409 mg/dl at 5:30am and she bolused 8 units of insulin and bolused another 7 units of insulin at 7:00am. At 10:00am her blood glucose measured 378 mg/dl and she injected 4 units of insulin via syringe. She disconnected from her infusion site and performed a bolus and saw no movement of insulin in the infusion tubing and she did see an air bubble. She was instructed to prime the infusion set and insulin dripped from the end of the infusion tubing. She stated that she did not have much insulin in the insulin cartridge and she would remain on injection therapy until she returned home. She injected another 4 units of insulin at the time of the report. Upon follow up in the next day, the patient reported that her blood glucose had been low (59 mg/dl) as a result of excessively bolusing to reduce elevated blood glucose. She stated that currently her blood glucose was lowering and the air bubbles were gone. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.